Manufacturer narrative:
H6: health impact - additional surgery: 4625 - phacoemulsification (cataract surgery), iol implanted. H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -18.00/+1.5/176 (sphere/cylinder/axis), during the same surgery due to the anterior capsule ruptured at the time the main incision was made. Phacoemulsification (cataract surgery) was performed and an iol was implanted. The problem was resolved. The cause of the event was unknown.